Manufacturer narrative:
Therapy and event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2020-01232. It was reported patient experienced ineffective coverage of pain relief. Several programming sessions was unable to resolve the issue. Diagnostics revealed there was no migration. The physician decided to replace the scs leads with drg leads. As a result, patient underwent surgical intervention where the leads were explanted and replaced with drg leads. Post operatively stimulation was restored.